Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a patient, initial hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2024, for a revision of an mcs cup and liner, and a replacement of a femoral head. They pulled the cup and used an 11/13 head as the stem was solid. The reported information indicated 100 percent it went well. A device image was provided. No further information reported.